Event description:
Procedure: ladg. Customer states: prior to the second firing, status indicator was illuminated, and one of green symbols was flashing. Jaws could be open and close, but it was unable to fire. A new handle and a reload was opened, but nothing changed. The procedure was completed using a manual handle successfully. Operating time extended: less than 30 min. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4).